Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure, the conical tip detached from the dissection cannula while the cannula was being inserted into the short port. A second device was used to complete the procedure. No patient complications were reported.